Event description:
On (B)(6) 2012, the reporter contacted animas via email stating that the patient was hospitalized over the weekend with diabetic ketoacidosis (dka). The health care provider determined that the cause of the patient's dka was due to using bad insulin. There was reportedly an issue with bent cannulas on the infusion sets. It was noted that the pump is not being returned. Customer support (cs) determined that use error contributed to the reported bg excursion as the reporter was using bad insulin and the cannulas were noted to be bent on the infusion sets. This complaint is being reported as the patient experienced a hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been written over, unable to duplicate the complaint. The pump was tested on a 29 hour flow accuracy test; the pump passed the assessment and was found to be delivering accurately and within the required specification. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.